Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that there was an emergency room visit for their high blood glucose levels and hyperglycemia. Customer was given IV fluids and IV insulin to treat high blood glucose. Customer was wearing the pump at the time of emergency room visit, but was told to turn off the pump by hospital staff. Customer's blood glucose levels at the time of emergency room visit ranged from 250 to 800 mg/dl. Customer's mother reported multiple battery issues and alarms on the insulin pump. Advised customer to do a complete set change as soon as possible, and revert to back up plan per health care professional until replacement battery cap arrives.